Manufacturer narrative:
The device has a kink at the distal section approximately at 1 cm from the distal tip while in the neutral position. Microscopic inspection reveled that the rings were inspected and ring #1 seal was found compromised, broken adhesive was observed; there is dried body fluid on the edge of the electrode. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The left curve was placed in the specified shaded area of the template; however, the right curve failed to reach the specified area, the device failed the dimensional test. Bent center support was observed under x-ray between ring #1 and ring #2 at the distal section. In addition, guide coil collapse was observed under x-ray within the handle next to the tension screw. A steering wire partially detached from the center support due to broken solder joint was also observed. Distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and the kevlar wrap was found out of specification.

Event description:
Reportable based on analysis completed on 04jun2019 it was reported that a curve kink occurred. A blazer prime catheter was used in a ablation procedure. During the procedure the physician noticed that the curve of the catheter was not working as usual. The catheter was removed and it was noted that the tip was kinked. The procedure was completed using another blazer prime with no patient complications. However, returned device analysis revealed fluid ingress.